Manufacturer narrative:
The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed during an unspecified procedure, there was no image on the video system when the green laser was connected. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: damage or corrosion of the electrical contacts of the video connector resulted in poor communication with the endoscope thus image output was unable. The cause was surmised to be of wearing impact from long-term use for more than 9 years from the manufacture, damage of the lock from excessive load when connecting video connector, or impact from deformity or peeling of the scope socket damaged the socket in the video connector. The subject device had a repair history for the past year, based on the attached file on ¿evaluation¿. The video processor was a level 4 repair on (B)(6) 2021. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.